Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. We could not confirm the device would have been incapable of delivering therapy and no indications from the device log that the device had issues charging to a target energy. Review of the device history logs indicated the same batteries were installed for almost five years before prompting the low battery status. The log also indicates to device displayed a red x and audible alerts 49 days prior to the event. It is noteworthy to mention the batteries used at the time of the reported event were not returned for evaluation. All indications suggest the device operated appropriately. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), for cardiac arrest, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.